Event description:
It was reported that: "the client reports that they observe a fissure in the distal port when they are changing parenteral nutrition, so they must remove it and insert a new catheter." There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the client reports that they observe a fissure in the distal port when they are changing parenteral nutrition, so they must remove it and insert a new catheter." There was no reported patient harm or consequence.